Event description:
It was reported that two catheters failed with a heater error. A third device was used to complete the procedure with no patient consequences. The procedure was extended 45 minutes. General anesthesia was used.